Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the device was placed in the mail on 2019-jun-12 for return. It was unknown if the system was replaced. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative (rep) regarding a patient receiving intrathecal gablofen 500 mcg/ml at 130 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. The system was explanted on (B)(6) 2019 and would be returned for disposal. It was unknown if the system was replaced, but the rep would follow up for more information. The complete system explant was due to an infection. It was noted the patient had multiple comorbidities in relationship to environmental/external/patient factors that may have led or contributed to the issue. The patient contracted an infection because he was at high risk. It was unknown if an interventions/actions were taken to resolve the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Other medications the patient was taking at the time of the event were unable to obtain, not available. The system would be sent back for disposal and no analysis report was needed. The patient¿s weight and medical history was asked and would not be made available (legal/confidential reasons). No further complications were reported/anticipated or expected.